Event description:
When removing a hemovac drain at the bedside (drain was placed in the operating room), part of the tubing broke off and was retained within the patient. Other information about the patient that may have influenced the outcome of the event: placement of four drains was rushed due to emergent and critical nature of patient's procedures. Patient has massive spinal trauma and had four drains placed in his back, during procedure it was rushed in order to get the patient on their back, instead of on their stomach while they operated on patient's spine, in case compressions were needed.

Manufacturer narrative:
Based on supplier investigation, device history record (DHR) could not be reviewed as lot number was not provided. No sample was provided for investigation, therefore a root cause could not be determined. Supplier checked the barium tube from the inventory and there was no problem, as the breaking strength is greater than 4kg, which meets the standard. Supplier will continue to monitor for this type of issue.